Event description:
Event description boston scientific crm received information that this right ventricular lead had dislodged several times. Attempts to reposition the lead were unsuccessful, and the lead was eventually removed from service. No adverse patient effects were reported.